Manufacturer narrative:
Device analysis report attached. This report is submitted on december 26, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on october 20, 2023.

Manufacturer narrative:
This report is submitted on august 25, 2023.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. There are plans to explant the device; however, this has not occurred as of the date of this report.